Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel solution administration set leaked. The leak was further described as the filter cracked which caused the chemo medication to leak. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.